Manufacturer narrative:
The referenced driveline repair was reported under medwatch MFR report# 2916596-2017-00164. Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 8 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6)2013. It was reported that pump stoppage events occurred while on power module support. A log file reviewed by the manufacturer¿s technical service representative confirmed pump stoppage events. It was reported that on (B)(6) 2017, a prior distal end percutaneous lead (driveline) replacement was performed. The patient was scheduled to undergo a pump exchange on (B)(6) 2016; however, after further discussion by the multi-disciplinary team at the implanting center, the device exchange was not performed due to patient psychosocial issues. The patient will utilize and ungrounded power module patient cable. The patient was asymptomatic. No additional information was reported.

Manufacturer narrative:
The reported pump stops and low speed events were confirmed through the evaluation of the submitted system controller log file. The log file captured multiple low speed events and pump stoppages following the distal end driveline replacement on (B)(6) 2017 while the patient was supported by the patient cable and the power module. Based on the manufacturer¿s complaint experience and similarly reported events, the captured events appeared consistent with a potentially compromised driveline wire; however, a root cause could not be conclusively determined as the device was not available for evaluation. The patient remains ongoing on lvad support with an ungrounded patient cable for use with the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.